Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer is concerned with tests results from results obtained and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy at the time of the call. We advised the customer to seek medical attention but the customer declined. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: we attempted to run a blood test with the customer and was unable to get a reading.